Manufacturer narrative:
H2, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The 9735821r camera (lot number: p902075) was returned to the manufacturer for evaluation. The returned positioning sensor unit (psu) has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .436 mm with a passing threshold of .250 mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera refurb 9735821r vega base s8 svc h3) no parts have been returned for analysis. B5) there was conflicting information provided. It was reported that this was outside of a procedure and that it was occurring while in procedures. Follow up has been performed for clarification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving a "localizer faulted" error message in optical procedures. The cause of the event was likely to be a faulty cmos battery in the camera. The camera will need to be replaced. There was no patient involvement.